Event description:
The hcp reported that swelling was noted at pump site after refill. The hcp suspected pocket fill of baclofen 2000 mcg/ml.the nurse will aspirate pump to determine drug volume. The hcp will aspirate fluid from the pump pocket and monitor patient. No patient symptoms were reported. Final patient outcome is unknown. Contact information was not provided; further follow-up is not possible.